Event description:
On (B)(6) 2012, the reporter for the lay user/ patient contacted lifescan (lfs) alleging that his onetouch ultramini meter was giving him inaccurate results. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the reporter that on (B)(6), between 6:00pm and 6:30pm, the patient checked his blood sugar level before his meal and obtained the alleged inaccurate result of ''153mg/dl'' which the patient considers ''neither high nor low.'' The reporter stated that the patient manages his diabetes with combination of diabetes: 90units of lantus, sliding scale of novolog and 1000mg of metformin and ate ''cake and banana'' immediately after obtaining the reported inaccurate reading. Twenty to thirty minutes later, the reporter claimed that the patient developed symptoms of being ''weak and shaky and then passed out.'' Shortly after, ems was called in who administered ''oxygen'' to the customer. The cca was informed by the reporter that the patient was tested on the ems meter (unknown device) and obtained a reading of ''104mg/dl.'' At the time of troubleshooting, the cca determined that an approved sample site was used for testing and that the unit of measure was set correctly at time of testing. The cca also noted that the patient did not have control solution available. Replacement products were sent to the patient. This complaint is being reported because the patient developed symptoms suggestive of a serious injury and received medical treatment after the alleged issue began.

Manufacturer narrative:
The meter and test strips involved with this complaint have been returned and evaluated by lifescan product analysis on (B)(4) 2012 respectively, with the following findings: the meter passed all testing with no faults found. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted.